Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was provided.